Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment. The logfile review shows no abnormalities that could have contributed to the reported event. The suspect treatment was completed and all laser system functions were within specifications. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, reported under correction still present.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported multiple cases of under correction following lasik treatment. The surgeon believes the under correction was due to a low energy reading on the laser. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.